Event description:
It was reported by service report that the brakes were not working properly. The customer reported that they did not know if there was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Result: brake plate kit; brake crank assembly.